Event description:
It was reported during a stenting procedure, after the release of the stent at the target site, the catheter became stuck on one of the stent strut's causing the system to "retract downwards, remaining all crumpled". A balloon was subsequently used in order to impact the stent as much as possible against the artery wall. The procedure was completed with this device. The pt is reportedly doing fine.

Manufacturer narrative:
Boston scientific has received the device in question for technical analysis, however, the investigation is ongoing. Therefore, boston scientific cannot conclusively determine the cause of the user's experience at this time. However, the directions for use (dfu) for this product family states in the cautions section "exercise caution when crossing the deployed stent with guide wires or other services".